Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.  If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to pace during battery replacement while being used on a simulator. The epg experienced a loss of capture during the battery change. Additionally, the epg shut off unexpectedly while servicing and then did not pace for a period of time while servicing. The epg also shut off while in the ddd mode. The epg remains in use. There was no patient involvement.